Manufacturer narrative:
(B)(4).

Event description:
Customer reported "we had an arrow trerotola otw ptd wire prong that broke off." Additional information was requested, but not available at the time of this report.

Event description:
Customer reported "we had an arrow trerotola otw ptd wire prong that broke off." Additional information was requested, but not available at the time of this report.

Manufacturer narrative:
Qn#(B)(4). The customer returned a 7fr ptd catheter, a ptd rotator and lidstock for evaluation. The catheter was returned with the basket fully advanced out the sheath. Biological material was observed on the rotator. The ptd catheter and rotator were visually inspected. The black pebax tip remained attached to the distal basket connector. One of the ptd basket wires was broken as it had detached from the base of the proximal connector. All four of the wires were secured to the distal connector as expected. Microscopic evaluation of the separation points on the broken wires revealed they were jagged indicating a tear. Inspection of the proximal connector revealed pieces of the basket remained in the weld holes indicating the wire itself was broken rather than separating clean out of the connector welds. The orange inner lumen was present, and the distal end was clean and square, indicating it had not been damaged when the connector/tip had separated. The ptd catheter body was inspected and a kink was observed on the catheter body. The exposed orange inner lumen measured 29 mm in length. The broken wire measured approximately 34 mm in length. The kink in the sheath body was located 41 mm from the bottom of the ptd juncture hub. Functional inspection was performed per the product IFU which states the following: "expose fragmentation basket from outer sheath into deployed position by sliding sidearm from slot no. 1 to slot no. 2. Activate rotator to break up arterial plug using contrast to guide thrombolysis." "Slowly withdraw non-rotating fragmentation basket in deployed position into the arterial anastomosis until the fragmentation basket begins to compress." "Activate unit by pressing the on/off switch and continue to withdraw the rotating fragmentation basket through the graft." The ptd basket was not able to be retracted back into the sheath due to the damage to the basket wire. The ptd catheter was attached to the rotator and the basket rotated as expected when the rotator was turned on. A device history record review was performed with no relevant findings. The instructions-for-use (IFU) provided with this product states under general warnings that the ptd device is not for use in stents. It provides instructions in the event the black flexible basket tip "folds over" itself and while in use, states that the exposed portion of the catheter is to be kept straight at all times to aid in successful basket deployment. It warns that the rotating basket is to be withdrawn in the deployed position prior to reaching the sheath at a recommended rate of 1-2cm/second when sharp radii is encountered and that the catheter is not to be advanced forward during activation. It also warns that potential fatigue failure of the ptd cable and fragmentation basket may occur with prolonged activation of the ptd device. The IFU also provides various warnings and precautions for the user to reevaluate treatment or to consider alternative treatments if there is a presence of venous outflow stenosis greater than 10cm long, untreatable conditions or large pseudo aneurysm. The customer report of a separated ptd basket tip was confirmed through complaint investigation of the returned sample. Visual inspection revealed that one of the ptd basket wires was broken as it had detached from the base of the proximal connector. Wire material was observed in the connector weld hole indicating the wire broke rather than separating cleanly from the weld hole. The returned sample met all relevant dimensional requirements. A device history record review was also performed with no relevant findings to suggest a manufacturing related cause. Based on the observed damage and the customer description, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.